Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 370 mg/dl while wearing the pod between 37 and 48 hours. It was reported that when the pod was removed, the cannula appeared to be bent. It was also reported that insulin was leaking from the pod. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. Inspection of the download data from the received device found that the pod generated an 0x18 empty reservoir alarm during operation. The reservoir was confirmed to be empty upon inspection. No timeouts or drive stalls were observed. No issues were identified with the soft cannula that would have resulted in leakage during wear.